Event description:
The reporter stated the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in 2008. The reporter stated the pt has developed toxic anterior segment syndrome. Add'l info has been requested but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.